Manufacturer narrative:
A serial number was not provided; therefore the sterilization and lot history records could not be reviewed. Product will not be returned for evaluation.

Event description:
Sales rep while at the facility in (B)(6) reported through the phaco hand piece and needle before commencing the procedure, she noticed a foreign body sitting on top of the patients cornea. It is unknown if the fragment came from the hand piece or the reusable needle. The hand piece and needle were not kept aside after the incident. The needle did not enter the patients eye. No injury occurred to the patient.